Event description:
It was reported that a lead integrity alert (lia) triggered when the patients right ventricular (rv) lead exhibited oversensing noise, resulting in multiple inappropriate therapies. A lead fracture is suspected. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical product: model: dtbb1d1, ICD; implant: (B)(6) 2013. (B)(4).